Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: electrical/electronic component failure of this device a review of the device history record found no deviations that could have caused or contributed to the reported issue. The event can be prevented by following the instructions for use which state: 16.7 sealing with hand or footswitch activation warning: the surgeon may inspect the seal before cutting the vessel or tissue. After inspecting the seal, the surgeon should create a second seal adjacent to the first seal before cutting, as described in steps 5 and 6. Carefully inspect the vessel seal to avoid the risk of unexpected bleeding. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the powerseal 5mm, 23cm, curved jaw sealer & divider had a seal short-circuit error that occurred during a therapeutic open nephrectomy surgery. The procedure was completed with a similar device. There was a delay of less than 30 minutes. There were no reports of patient harm.